Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The patient was not dependent on the pacemaker, and at the time of replacement, the pacemaker we not responding. This device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was discarded at the healthcare facility and therefore is not expected for return analysis.